Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set leakage tubing leakage at the site event in between (B)(6) 2024. The infusion set was in use for 1-2 days. No further information available.

Manufacturer narrative:
Initial and final MDR 1955778 - MDR 3003442380-2024-23156 - device 2 of 2.